Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. The procedure was aborted and completed using a different system. No patient harm or injury was reported to philips. It was clarified that x-ray with the system was not possible and, after restarting the system, the c-arm and table could not move. The customer did not request philips to provide service to or inspect the system; no system assessment, repair, or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be used. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.